Manufacturer narrative:
Conclusion the complaint cannot be verified, the material meets product specifications. Result no sample was received for examination. Fresenius kabi deutschland checked their retain samples and additionally checked the batch documentation without finding any irregularities. The problem mentioned by the customer could not be reproduced. (B)(4): device was discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. No product returned.

Event description:
On (B)(6) 2013, patient's wife reported his blood glucose level has been erratic recently and they are unsure why. Wife stated the issue began about 2 months ago and he has been over treating his elevated blood glucose results causing low blood glucose readings. Wife reported the patient's blood glucose level has been as high as the 300's mg/dl and as low as the 40's mg/dl. Patient's normal blood glucose range is 80-120 mg/dl. Wife stated the patient does not have low blood glucose symptoms until it is too late, so she must help treat his low blood glucose results. Wife reported the patient would have been incapable of self-treatment if she had not been there. Advised patient to switch to the backup infusion device. On call back on (B)(6) 2013 patient reported his blood glucose level came back down. Patient stated he did not switch to the backup infusion device because he switched types of infusion sets. Patient reported the cause of the elevated readings was due to the infusion set and the low readings were caused by over-treating the highs. Patient discarded the alleged infusion sets. On call back on (B)(6) 2013 patient's wife reported patient is experiencing elevated blood glucose levels and wanted to switch to backup infusion device. On call back on (B)(6) 2013, patient reported his blood glucose level is back to normal range. Patient stated he thinks his blood glucose level was elevated due to the infusion set; he received the new infusion set and they have helped. Patient reported he was not using the backup infusion device when his blood glucose level returned to normal. Replacement infusion sets sent; no product return was requested.